Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0664 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that connector can¿t match. It was stated the customer changed the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. An attempt was made to assemble the returned connector pieces. An audible click was heard when the connector pieces were assembled, and the connector pieces were found to be attached firmly and could not be disassembled by hand.

Event description:
It was reported that connector can¿t match. It was stated the customer changed the catheter. No other information was provided.